Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported that the hematocrit/saturation (hs) probe had a broken clip, and had to be taped in order to be used. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.